Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope on (B)(6) 2016. The patient presented to the emergency room via ambulance. Upon device interrogation the pulse generator exhibited oversensing. The device was reprogrammed and the patient would be monitored in the critical care unit. The patient was discharged home on (B)(6) 2016 to be followed-up on their regular visit on (B)(6) 2016. The patient's condition was stable. On (B)(6) 2016 the patient returned for follow-up and no further inhibition was noted, however the patient still experienced a few short dizzy spells. On (B)(6) 2016 she was followed-up again with no signs of oversensing but continues to have an occasional short dizzy spell. At this time a magnet was given to the patient and they were instructed to put the magnet over the device when they felt dizzy to collet egm's at time of symptoms. Also a 24 hour holter was being done to check rhythm for inhibition. The patient would be seen on (B)(6) 2016 to review symptoms and holter. No further information could be obtained at this time.

Event description:
New information 12/7/2016 notes that the patient was asymptomatic and stable. Programming the device worked successfully. The device remained implanted.

Event description:
New information 12/6/2016 notes the lead continues to exhibit noise. The device remained implanted.